Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found to be dislodged, pacing not delivered when required, oversensing and was pacing inhibition with asystole greater than two seconds. This rv lead was explanted. No additional adverse patient effects were reported.